Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma, cyst-ndr, breast mass, calcium deposits/calcification, material invagination.

Event description:
Patient reported, right side ¿pinched, alteration of the breast format, pain, benign mammographic findings, circumscribed lumps, punctiform calcifications. Folds in the elastomer implant and fluid surrounding the implants¿. Confirmed via MRI, mm and ultrasound. And "capsular contracture". Patient also reported, "scattered cysts measuring up to 0.5 cm". Which is not device related. Healthcare professional, later reported, "capsular contracture, baker grade iii. Diagnosed via ultrasound". Device remains implanted.